Event description:
During the procedure the physician experienced insertion difficulties with this device. Reportedly, the device showed "abnormal friction" at the valve site. The device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.